Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report from a patient of a home patient (hp) that experienced air in the tubing and reported an unspecified amount of air in the peritoneal cavity. The event reportedly required hospitalization for four days. Per the home patient (hp) the hp hooked up to the machine, went to drain himself and when he opened the extension line to hit the drain line, it only sucked a little bit. The clamp was closed and should have stayed open; therefore, air was pushed into the patient. The patient suffered shoulder pain on the right side of his body through the night then went to the hospital in the morning. The patient initially had an emergency room visit but then was admitted for four days and given unspecified painkillers as treatment. The patient had two blood transfusions, the heart rate (not reported) was "all over the place", the patient is now free from pain and no longer has air in his system. Per the registered nurse (rn), the patient was at another hospital therefore she didn't have further details. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. If additional relevant information becomes available, a follow up report will be submitted.